Event description:
The initial reporter stated that the pump did not alarm load set as expected. They stated it failed to alarm. Mmdg did follow up with the initial reporter, who stated that they had no further information. (B)(6).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.